Event description:
It was reported by service report that the right track belt is broken and no longer attached to the track frame. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.